Event description:
It was reported the pt does not have stimulation in the desired area. Reprogramming was unsuccessful. The pt does not wish to undergo surgical intervention to address this issue at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.